Manufacturer narrative:
The customer's report of a pca mode of infusion error was identified as a user programming error. Physical inspection noted the pca to be in overall fair condition. The only anomalies noted were the iuis; they appeared to be dull. Analysis of the pcu event logs shows that at 10:09pm on (B)(6) 2015, the pca was programmed to infuse a pca-dose-only infusion of hydromorphone opioid tolerant (drug ID (B)(4)). The pca dose was entered as 0.5mg, the lockout interval was set for 8 minutes and the max limit was entered as 2.4mg/1hr. At 5:49pm on (B)(6) 2015, the syringe was changed and the user programmed a continuous-only infusion of hydromorphone (drug ID (B)(4)) for 1mg/hr. At 5:51pm on (B)(6) 2015 the user changes the continuous dose to 0.5mg/hr. The infusion ran in this mode until 1:41am on (B)(6) 2015. During this period there were 95 unmet pca dose requests that were requested but not delivered due to the infusion mode being set for continuous-infusion-only. The volume recorded as being infused during this period was 3.9129ml. At 1:42am on(B)(6) 2015, the user programmed a pca-dose-only infusion of hydromorphone opioid naive (drug ID 1(B)(4)). The pca dose was entered as 0.5mg, the lockout interval was set for 8 minutes and the max limit was entered as 2.4mg/1hr. The infusion ran at this rate until 2:44am when the pca module was channeled off and the system was shutdown. There was 1 pca dose request of 0.5ml delivered during this period. The root cause was identified as a user programming error.

Manufacturer narrative:
Correction initial reporter address.

Event description:
The customer reports that a pca was programmed for demand mode only but later was discovered to be in continuous mode only. In addition, the nurse reported that the pca did not appear to be recording the correct number of patient demands and volume delivered. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.